Event description:
It was reported the patient¿s ipg had an increased recharge burden. A fully charged ipg did not provide therapy for 24 hours. The ipg was subsequently explanted and replaced.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.